Event description:
According to the available information, the stone basket split into 2 parts and could no longer be used. Another basket had to be opened. No harm to user.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints, and we didn't find any other complaints on lot number 10142963. The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: date is unknown.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't found any others complaints on lot number 10142963. On description we cannot determined where the dormia was broken, without answer and sample we cannot determine any root cause. According to the informations known quality databases was checked and revealed no anomaly in relation to the described defect. A similar case study was performed based on dormia no-tip product, defect: broken from may 2021 to may 2025, 23 similar cases were found. A rmf evaluation was performed based on criq 269 - risk identified 11356 (hazardous situation: basket cannot be opened/closed several times - metallic part breaks) the evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information, the stone basket split into 2 parts and could no longer be used. Another basket had to be opened. No harm to user.